Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The patient had bilateral tka done on (B)(6) 2018. Patient has been experiencing pain on both knees since her surgery. Patient has had physical therapy for about 6 weeks. The patient stated her pain has been consistent and has never been the same since her surgery. Patient had left knee x-ray done on (B)(6) 2020 and as per her surgeon the results show her left knee is narrowing. She would like to know if her implants are part of recall and is seeking compensation. This pi is for the left knee.

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted clinician review: a review of the provided medical information by a clinical consultant indicated: "re pi's which represents a female patient, dob (B)(6) 1974 described as 66 inches tall and weighing 270 pounds who's date of implantation is listed as (B)(6) 2018. The event descriptions for both pi's are the same and state: ""... Bilateral tka ... Pain in both knees since surgery ... X-ray (B)(6) 2020... Shows left knee is narrowing ... Like to know if part of a recall ... Seeking compensation."" Medical records: (B)(6) 2019 op report left carpal tunnel surgery; 8/2/19 follow-up bilateral hip injections - no relief - chronic pain: (B)(6) 2020 x-ray report left and right knee - ""total knee prosthesis without evidence of hardware complications."" Complains of diffuse pain both lower extremities; (B)(6) 2020 history of bariatric surgery - weight listed as 293.6 pounds. (B)(6) 2020 x-ray report left knee: ""... Narrowing between the components ... Suggesting wear of the spacer."" No clinical or pmh, no operative reports, no imaging studies to review. Based upon the information submitted, neither confirmation of the event descriptions nor preparation of a medical report is possible for this case. Re pi addendum. This addendum to my previous 2 reports includes review of the following additional documentation. Letter from stryker indicates that none of the implanted materials used in this patient were the subject of a recall. Review of this does not alter the conclusions of my previous reports." Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was inquiring if the reported device is subject to a recall. Based on the review, none of these reported products have been involved in a recall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: triathlon cr fem comp #5 l-cem; 5510f501 ; dhc7p. Tri ts baseplate size 5; 5521-b-500 ; bye3aa. Simplex p - us full dose 10-pk; 61911010; rcz041. Triathlon asymmetric x3 patella; 5551-g-350; 4nw5.. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient had bilateral tka done on (B)(6) 2018. Patient has been experiencing pain on both knees since her surgery. Patient has had physical therapy for about 6 weeks. The patient stated her pain has been consistent and has never been the same since her surgery. Patient had left knee x-ray done on (B)(6) 2020 and as per her surgeon the results show her left knee is narrowing. She would like to know if her implants are part of recall and is seeking compensation. This pi is for the left knee.